Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-223107 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and failed. Audio test; serial number verification was performed and failed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and failed. The performance data was reviewed finding assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.